Event description:
It was reported that error code 188 (cooling system error-cooling flow switch error) was displayed during preparation. The procedure was not completed due to this event and there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The console was not returned for analysis; however, a field service engineer (fse), conducted an onsite visual inspection of the console. Visual inspection of the console confirmed that a ceramic fuse was blown. The fuse was replaced, and the fse was able to turn on the console. No error codes were prompted by the console. The fse was able to run the laser water pump, but as soon as the chiller was turn on, the 3-amp lvps from the breaker kept popping. Based on service performed, it is most likely that the damaged chiller and fuse components could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that error code 188 (cooling system error-cooling flow switch error) was displayed during preparation. The procedure was not completed due to this event and there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The console was not returned for analysis; however, parts were returned. The main transformer, low voltage power supply and the foot switch assembly were all in good condition. A field service engineer (fse), conducted an onsite visual inspection of the console. Visual inspection of the console confirmed that a ceramic fuse was blown, and the footswitch cable was twisted and kinked coming out of the strain relief. The fuse and footswitch were replaced, and the fse was able to turn on the console. No error codes were prompted by the console. The fse was able to run the laser water pump, but as soon as the chiller was turn on, the 3-amp lvps from the breaker kept popping. Based on service performed, it is most likely that the damaged chiller, footswitch cable, and fuse components could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that error code 188 (cooling system error-cooling flow switch error) was displayed during preparation. The procedure was not completed due to this event and there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.